Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: this complaint focuses on zta-p-36-209 which was implanted in 2015. According to the reported information, separation of the uncovered stent at the proximal end and the sealing stent has occurred. The result of this separation is 10 mm distal migration. As per reported information, the patient will undergo open surgery. No further information has been received related to patient condition. Furthermore, no apparent endoleak was noted. Four oblique, sagittal maximum intensity projection slab reconstructions in bone windows along the thoracic aortic arch are provided. The source ctas are dated from implantation in 2015 annually through 2018. The uncovered stent at the proximal end and the sealing stent separation, and 7.5mm of distal sealing stent movement along the outer curvature of the aortic arch at the expected location of the left common carotid artery origin is confirmed. In addition, an endoleak involving the left subclavian artery (lsa) resulted in aneurysm growth was observed. Per the imaging, the separation occurred during the third year, where the sealing stent shifted one half its length, 7.5mm, distally along the outer aortic curvature while remaining stable on the inner aortic curvature. Slight, 2mm, simultaneous proximal bare stent shift along the outer arch curvature resulted in 9.5mm of bare stent/sealing stent separation and was indicative of at least three failed bare stent anchor sutures. The separation and movement were likely the result of progressive aortic lengthening. The distal movement was less than 10mm. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under PMA/510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the alpha taa implanted 2015. The anatomy has changed during years. Now the top stent has separated from the graft and the graft fabric has migrated over 10 mm distally. The product was implanted in 2015. Zta-p-36-209 was implanted 2015. Gradually during the years the top stent has separated. Now the top stent is separated and the graft material has infolded about 10 mm distally. There is no apparent endoleak. Patient outcome: the patient will go through an open thoracic surgery with all the risks and adverse effects associated in it. At the moment the patient has no symptoms.